Event description:
It was reported that in handing the box to the nurse to open on the sterile field, the box without plastic wrapping was dropped to the floor. The nurse picked up the box and opened onto the sterile field. In examining the packaging that the nurse pulls back, a perforation was noticed. In examining the inner sterile packing that surgical tech pulls backs to access the implant, a perforation matching the prior perforation was noticed. The implant was then removed from the field with the impact block that it was resting in and a new component was opened.